Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument with a green sureform 60 reload installed, fired but did not cut properly, causing tissue to push out from the instrument's jaws. The procedure was completed as planned. The following information is unknown: if there were any staple line gaps/holes/damage and what medical/surgical intervention (if any) was rendered due to the event. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler instrument was installed on the system 3 times and fired 3 green reloads. On all 3 installs, all clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. A review of the provided image was performed. The image shows a staple line placed on an unspecified tissue type with several malformed staples. The complete staple line is not visible, but the side that is shown demonstrates staples, some of which are implanted into the tissue, and others which are not fully compressing tissue, indicating a potentially insufficient seal. It cannot be confirmed that tissue was pushed in this scenario, however, oversized staple height is a potential contributor. There is some amount of blood collected along the side of the staple line.

Manufacturer narrative:
Updated fields: h2, h10, and h11. Upon further investigation of the event, it has been determined that additional information of this incident and failure analysis of the sureform 60 stapler instrument have been reported under medwatch report (MDR) with MFR. Report #2955842-2025-43777. It was reported that during a da vinci-assisted surgical procedure, a sureform stapler 60 with a green reload misfired. The instrument had been inspected prior to use, and no abnormalities were found. The target tissue was the bowel that had previously undergone radiation and chemotherapy. On the second firing, the staples were deployed successfully, but the blade failed to cut, resulting in bowel tissue being pushed out of the instrument grips. There were malformed staples. No buttress material was used, and the stapler was not fired over an existing staple line. A backup instrument was used to re-staple the tissue. No bleeding was reported, and the delay was less than 15 minutes. The procedure was completed robotically. Intuitive surgical, inc. (Isi) did not receive the green reload associated with this event, but did receive a da vinci product for failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. Review of the system and instrument logs did not show any failures. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.